Manufacturer narrative:
No service on the ventilator was requested. The biomed department reportedly checked the ventilator after the event. The disposable patient tubes and filters that was used during the event was not connected and had been scrapped by the clinical department due to risk of contamination. The ventilator passed pre-use check several times and was returned into clinical use with no issues. No parts were replaced. Ventilator logs were provided for review. The event log contains alarms for expiratory minute volume low, peep low and respiratory rate high, indicating a leakage in the patient circuit. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. According to the test log, the ventilator passed pre-use check prior and after the reported event date. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. However, the alarm generation indicates a possible leakage in the patient circuit.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator had difficulties delivering the correct tidal volume. There was no patient harm. Manufacturer's ref #: (B)(4).